Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow up, it was noted that a decrease in pacing impedance measurements as well as an increase pacing thresholds was noted. This right ventricular (rv) lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. There was electro-cautery damage noted in multiple places and the suture sleeve was down over the distal anode electrode when the lead was returned. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to confirm the electrical allegations.